Manufacturer narrative:
Device was returned from the field. Device in backup mode was confirmed. Device image indicated that device did have multiple resets error occur. Environmental test performed after reloading product code. Device reverted to backup during the temperature cycle testing. Exposing the device to cold temperature reproduced the backup conditions. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pulse generator was in backup vvi. Patient status was unknown.